Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The manufacturer has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, they reported magnesium results in mg/dl and all the calibrator values are meq/l. The abbott customer service center (csc) provided the customer with the conversion factor as provided in the package insert. The csc then provided instruction on entering the values into the architect c8000 analyzer. The customer stated they had run a cardioplegia sample and received a result of 1600. A repeat of this sample on another analyzer produced a value of 2043. The results were not released out of the laboratory. Further examination by the customer also revealed that the quality control had shifted with the use of the new calibrator lot. The csc advised the customer to recalibrate with another lot. The customer stated that the new lot of calibrator resolved the issue. No impact to pt management was reported.